Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl, 213 mg/dl and 150 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer stated she had sensor updating alarm the whole day yesterday, she tried restarting the sensor but later on it said change sensor, when they pulled the sensor out the cannula was bent. The insulin pump will not be returned for analysis.